Event description:
It was reported by service report that the stair chair tracks could not be engaged because the tracks were missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.